Event description:
It was reported that during one procedure both instruments could not be released. It was not possible for the sales rep to carry out an on-site inspection as both instruments could no longer be opened or closed at all. No patient harm nor significant delay reported. Procedure with 3rd instrument completed as usual without any problems.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? A manufacturing record evaluation was performed for the finished ats45, with lot/batch number a9df44, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4: batch#: 973a69. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. The device closed as expected. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event of would not close, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 973a69, and no non-conformance's related to the reported complaint condition were identified.